Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages while attempting to load a set, which were reproduced. The messages were found to be caused by a failed upper link switch. The failed upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. Any patient involvement, injury or medical intervention is unk.